Manufacturer narrative:
The turbo-elite device was returned for evaluation. Visual inspection found a ripped outer jacket and inner lumen resulting in a breach, extending 5.5 cm from the distal tip to the guide wire port. In the area of the breach, fibers are visible but not broken. No further damage was observed. Based on device evaluation and investigation, this has been determined to be a use related failure. During removal, the guide wire was likely pulled laterally away from the turbo-elite, causing the device damage. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a plaque lesion in the proximal superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During use, the catheter's sheath split apart and laser fibers were visible. A new catheter was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.